Event description:
On (B)(6) 2009, patient reported there was condensation in the cartridge compartment. She stated she noticed the insulin in the infusion device today. Patient reported the cartridge was not pulled off without the plunger. She stated she always turns the infusion device upside down and lets the cartridge fall into her hands just to be sure no insulin gets inside the infusion device. Patient reported there doesn't appear to be a leak in the system. She stated there is a small amount of insulin in the cartridge and she was able to take a cotton swab and dry out the cartridge compartment. Patient reported she put the cartridge back in the infusion device and there was no more condensation. On call back on (B)(6) 2009, patient reported she sees condensation inside the cartridge below the plunger. She stated it is only a small amount of moisture and is not leaking or dripping. Patient reported no insulin is in the cartridge compartment or around the piston rod. Advised that it is okay to have a small amount of moisture in the cartridge as long as it is not in the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call on (B)(6) 2009, patient stated she has not had any more issues with the condensation issue in her cartridge compartment.

Manufacturer narrative:
No product will be returned for evaluation.